Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a prime fill anomaly and no delivery alarm. The customer stated they were unable to exit the preparing to prime loop and insulin squirted out after the motor stopped during the fill tubing process. Customer advised the issues remained unresolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. (B)(4).